Manufacturer narrative:
This complaint will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly the gladiator bipolar shell dislocated from the acetabulum a revision surgery was performed put the bipolar shell back into place.